Event description:
Device malfunction: failure to deploy needles. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the handle was rotated counter-clockwise and pulled away from the hub to deploy the needles. It was not possible to pull the handle completely and it stopped after 1cm. Resistance was felt when backing the needles down into the sheath. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.